Event description:
The staff member returned to work the next day and reported no lasting effects.

Event description:
While an employee of the hospital sterile processing department was removing a processing tray from a system 1 processor, solution dripped on the employee¿s forearm, resulting in skin irritation. The employee immediately rinsed her forearm with soap and water. This event occurred approximately 90 minutes following completion of a processing cycle. The fluid contact resulted in 3 light brown colored spots about the size of a dime above the employee¿s wrist. The employee applied bacitracin ointment on the affected areas and later, the facility¿s employee health nurse placed a silvadene burn ointment dressing on the area.

Manufacturer narrative:
A steris service technician checked the system 1 processor the day after this incident and found it to be in proper working order; the unit passed all diagnostic tests. Because this incident occurred after a processing cycle had been completed, it is assumed that the solution that dripped on the employee was diluted steris 20 sterilant concentrate. The system 1 operator manual states that the dilution steris 20 is non-toxic by oral and dermal administration, has neutral ph and has no corrosive effect on the skin, although dermal irritation may occur in sensitive individuals. Steris' medical device reporting process in place in 2006.